Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection and insulin pump. Customer reported received the hyperglycemia due to customer failed to change battery after received the replace battery alert in pump. The customer reported blood glucose value of 540 mg/dl. The event involved product(s) mmt-1884, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed for hyperglycemic event and the pump passed the high pressure test and advised the customer to replace the infusion set tubing once the clamp is available . Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for replace battery alarm and the event was resolved by using the new battery. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.